Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was also referenced that the patient underwent a previous procedure on (B)(6) 2006 and synovis was implanted. It was further reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele, rectocele, perineal separation, severe vaginal prolapsed post a failed repair with severe complications with bilateral ureteric construction and severe bleeding. It was reported that following insertion the patient experienced chronic pain, erosion, dyspareunia, inflammation, bleeding, vaginal scarring and urinary problems. No additional information was provided.